Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump powers off with no power warning sometimes. The customer¿s blood glucose level was unknown. The customer reported that they have a problem with the battery losing contact with the pump, as though it was not tightening down on the contact enough to keep running. The troubleshooting was not performed. The insulin pump will not be returned for analysis.